Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unknown date the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. On (B)(6) 2012, follow up information was received from the pdrn. The nurse confirmed that the patient experienced peritonitis on (B)(6) 2012. The patient was treated with vancomycin (1.5 grams) for the peritonitis. The nurse confirmed that the patient was hospitalized from (B)(6) 2012. On unknown dates, the patient catheter was remove, pd therapy was stopped and the patient started hemodialysis during hospitalization. At the time of this report the patient was still on hemodialysis. The patient was recovering from the peritonitis. Per the nurse, the cause of the peritonitis was touch contamination. The patient was retrained in proper aseptic technique. Per the nurse, the event was not related to hcs machine, disposable parts, or dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received from the nurse. The nurse confirmed that the patient experienced peritonitis on (B)(6) 2012. The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. On unknown dates, the patient catheter was removed, pd therapy was stopped and the patient started hemodialysis during hospitalization. At the time of this report the patient was still on hemodialysis. The patient was recovering from the peritonitis. Per the nurse, the cause of the peritonitis was touch contamination. The patient was retrained in proper aseptic technique. Per the nurse, the event was not related to the homechoice machine, disposable parts, or dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.